Event description:
The hcp reported that the patient developed dehiscence of wound and pump explanted in 2006. 11/6/2006 - legal notification received by manufacturer. Attorney alleges "...his failed drug infusion pump."